Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that nothing was working. Customer stated that they received the message after several battery changes. Customer's blood glucose reading at the time of the call was 205 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad traces. No button error alarms noted. The insulin pump had minor scratches on lcd window.